Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section (g-6) follow-up # was missing from the previous report and has been updated. Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and black spots were observed on the lcd (liquid crystal display). The returned meter powered on with button and retained test strips. A blank screen was not observed. Therefore, the issue is not confirmed.

Manufacturer narrative:
This is being filed as a correction to the previously submitted follow-up report. The g4 date was incorrectly populated as novembere 15, 2017. The correct date is july 5, 2017.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Black spot/marking were observed. The reported complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.